Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was explanted due to an unknown reason. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.